Event description:
On (B)(6) 2014 at approximately 8:20 am fresenius nurse was notified that pt (B)(6) had died while receiving crrt treatment. Treatment had commenced (B)(6) at approximately 5:35 pm, 3 bags of dialysate were hung by fresenius nurse at start of treatment. Three more bags of dialysate were hung by ICU nurse monitoring pt during the night. When fresenius nurse went to disassemble nxtstage machine she noted that all three dialysate bags hanging had not had interior seals broken for the contents to mix. Pt was dialyzed with unmixed dialysate.

Manufacturer narrative:
There is no evidence of a device malfunction. A review of the reported lot number found no other complaints in the agile complaint database. The instructions for use contain adequate warnings to use only after opening the peel seam and mixing the two solutions and that appropriate monitoring of pt's hemodynamic, fluid, electrolyte and acid-base balance should be performed. Nxstage medical considers this report closed. No additional information will be provided.